Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown procedure, the blade tip was broken off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.